Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir falls out. The customer¿s blood glucose level was unknown. Customer stated rubber piece around the reservoir compartment is out and the reservoir falls out all of the time. The customer was assisted with troubleshooting. Customer stated that she had her pump for 4 years and it is cracked. Customer reports damage to the pump at side of pump and ring around reservoir is off. Customer stated thinks damage occurred with just from wear or tear, it was noticed in september. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Also, unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring, cracked case, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.